Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, g3, h3, h6, h10. The device was returned to olympus for evaluation and the customer's allegation(s) were confirmed. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause could not be determined. The device evaluation also identified additional findings of image out of field view, cracks on side of video connector, minor stains on the cover glass, debris on meniscus, dents on distal edge, distal fiber breakage and light transmission failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that there was a slight bend at the tip of the subject device. It is unknown when during the unspecified procedure the event occurred. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was a slight bend at the tip of the subject device. It is unknown when during the unspecified procedure the event occurred. There were no reports of patient harm.